Event description:
It was reported that the ventricular assist device (vad) patient controller exhibited a loss of power and vad stop. The patient was undergoing treatment at home. The power supply was incorrectly operated before sleeping, resulting in the loss of both power sources. The healthcare professional provided re-training regarding the operation of the power supply. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products:heartware ventricular assist system ¿controller model #: 1420/ catalog #: 1420 / expiration date: / serial #: UDI #: no mfg date: no patient ime code(s): e2403. Imf code(s): f26 img code(s): g04035 FDA device code(s): a0708, a141204.FDA method code(s): b21 FDA results code(s): c21.FDA conclusion code(s): ### .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6)and one controller ((B)(6)) were not returned for evaluation. A review of the available autologs report revealed one controller power-up event logged on (B)(6) 2022 at 20:35:25. Prior to the loss of power, (B)(6) was connected to power port one and (B)(6) was connected to power port two . After the loss of power, (B)(6) was connected to power port one and (B)(6) was connected to power port two . The controller was without power for approximately 9 seconds. As a result, the reported loss of power event was confirmed. The most likely root cause of the loss of power can be attributed to the reported incorrect handling of the power sources, as described in the event details. CAPA (B)(4) is investigating controller losses of power. Additional products: d4: serial #: (B)(6) d10: no h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.